Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they are unable to fill the reservoir with insulin. Customer's blood glucose at time of incident was 87mg/dl. Customer stated that she removed the reservoir and transfer guard use a new reservoir and was able to fill it without further issue. The customer keep the reservoir and will be returning for replacement.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. A visual inspection was performed and found the transfer guard needle was not centered, the needle was found not to be parallel to the transfer guard body axis. Performed the pre fill test and there was resistance when filling the reservoir noted.